Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry and investigation that a 7300tfx 33mm mitral valve in the tricuspid position was explanted and replaced with a 11400m 31mm after an implant duration of 3 years, 8 months due to torrential regurgitation. Per medical records, the patient underwent removal of infected epicardial leads and redo tvr. Intraoperative tee showed torrential wide open tricuspid regurgitation. The annulus was intact with healthy tissue and no signs of abscess. The previous bioprosthetic valve was excised and a 31mm 11400m valve was seated and secured with cor knots. There was no complications and post bypass tee showed no pvl. The patient was transferred to the surgical ICU in stable condition and discharged on pod #10.

Manufacturer narrative:
The most likely cause is patient factors, including implantation in an off-label position and age of the patient at time of implantation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.